Event description:
It was reported the customer was hospitalized on (B)(6) 2015 with a blood glucose of 30 mg/dl. Customer stated they had slipped in their kitchen, causing a gash on their head. The customer was found unconscious six hours later and was transported to the hospital. Customer stated they were unconscious in the hospital for six days after the event occurred due to their low blood glucose. The customer's insulin pump was also lost in the process of their hospitalization. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.